Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: during startup, showing low oxygen, I have replaced 02 cells but also shows low oxygen level. No patient involvement.